Manufacturer narrative:
Medical devices continued: 620bg27 annuloplasty band implanted (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads were post-operatively exhibiting elevated thresholds. Outputs were adjusted and the leads remain in use. No patient complications have been reported as a result of this event.